Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Access gained through the groin. Physician then inserted snare guiding catheter over the wire, and up to the renal hilum in order to snare a foreign body. No resistance was noticed during the procedure, however the radiopaque marker on guiding catheter tip was dislodged and remained in kidney. It was per IFU for the renal hilum. There are no plans to retrieve marker, patient has stage 4 malignancy and limited life expectancy.